Event description:
It was reported that the device did not work: he said that the green cable was defective. The device showed the sheath of black cable was defective.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.